Manufacturer narrative:
(B)(4). The reported complaint that the "pump screen went red and the pump shut off" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "patient on pump in admitted on 17th, issue occurred on evening of 18th. Iabc removed on 19th. With no inciting event, the pump screen went red and the pump shut off. It didn't alarm. Screen eventually cameback on, restarted therapy by hitting on". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "patient on pump in admitted on (B)(6) 2025, issue occurred on evening of (B)(6). Iabc removed on (B)(6). With no inciting event, the pump screen went red and the pump shut off. It didn't alarm. Screen eventually cameback on, restarted therapy by hitting on". No patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.